Event description:
Health care professional reported a right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device is related to the reported event capsular contracture received on august 10, 2023, with lot number 3506603. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Health care professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Event description:
The device has been explanted.